Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of failed battery test from the insulin pump. The customer's blood glucose reading was 295 mg/dl. The customer stated that she was not able to give insulin. The customer was assisted with turning the wizard on and bolus correctly. The customer changed the battery and received failed battery test. The customer was not able to troubleshoot during time of call. The insulin pump will not be returned for analysis.